Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapler failed to engage the tissue and was unable to fire. In order to resolve the issue and complete the case, subsequent reloads were used with the original manual stapling handle with no further issues. There was no patient harm.